Manufacturer narrative:
The complaint is confirmed, the electrode was returned with the spiked tip detached from the distal end of the electrode. The spike tip was returned in a separate container. Visual observation determined that the tip was not connected to the electrode wire properly, a cold solder join appears to be the cause of the weaken bond between the two components. The location of the solder joint is off center from the middle of the electrode wire. A lack of solder along with improper soldering appears to be the cause of the failure. A review of the complaint database does not indicate trending for this failure mode. This appears to be an isolated incident. We will continue to monitor the database for further occurrences.

Event description:
It was reported that during a surgical procedure, the tip of the device disintegrated while in the pt. All pieces were removed. A new device was opened to finish the procedure. No pt harm.